Event description:
The customer observed falsely elevated axsym b12 results while using the axsym analyser. The customer indicated an initial result of 562 pg/ml and a repeat result of 125 pg/ml. The elevated result was generated while the process probe was partially clogged per the customer. The customer stated that the result was reported out of the lab. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, evaluation of the instrument by the abbott field service representative (fsr), a search for similar complaints, and a review of labeling. The fsr changed the instrument probe on the analyzer. The fsr ran a precision study after the probe was changed and generated acceptable results indicating the instrument was running as intended. The customer indicated that a clogged process probe was the cause of the discrepant results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the axsym analyzer, list number 07a73, was not identified.